Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly. It was determined that the cause of the reported issue was due to a failure or capacitor, designator c106 and transistor, designator q8. The failed components exhibited indications of overheating ("burnt").

Event description:
The customer contacted physio-control to report that their device failed the user test and the service indicator was illuminated. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the customer¿s device was unable to charge for defibrillation therapy; therefore energy delivery would not be available if needed.